Event description:
Alleged patient revised due to mom complications: metallosis, pain, yellow fluid and yellow colored thicken scar tissue - right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01180.